Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. The complaint description specified a complication with inflation tube during the inflation procedure. A review of the device labelling notes that endoscopy and inspection check should be performed for balloon or inflation tube to detect any leakage and never inflate/deflate without endoscopic view of the inflation tube.

Event description:
The balloon was inserted regularly into the patient. At the beginning of filling, immediate resistance is felt when trying to apply force to the syringe to inject the saline solution through the filling tube and into the balloon. Several attempts are made inside the patient, but filling the balloon was unsuccessful. The balloon was removed, and a filling test was performed outside the patient, but this is also unsuccessful; the same resistance was felt. No other balloon was implanted.